Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix eva tpn bag had leaked from the top right corner. The reporter stated the "bag was not sealed during production". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with naked eye was performed and noted the top left weld of the device was not sealed completely. Functional leak testing was performed by filling the bag with tap water, and a leak was observed in the top left corner of the bag. The reported issue was confirmed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.